Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 3 years ago. Aneurysm and vessel morphology from the time of implant were not reported. The aortic neck had 90 degree angulation. It was reported that originally a bifurcated stent graft, 3 iliac limbs and 3 aortic cuffs were implanted for treatment of the aneurysm. Nine months post implant, secondary intervention was performed where 2 additional aneurx cuffs were implanted for an unknown reason, although this was likely for repair of an endoleak. This event was not reported to medtronic (see MFR #2953200-2010-00374 and MFR #2953200-2010-00375). Approx 1 month ago, the patient presented with a contained rupture and a type 3 endoleak as one of the five aortic cuffs migrated about 1 cm distally (MFR # 2953200-2010-00376) from the adjacent proximal cuff which did not move and there was still a proximal seal at the aortic neck. At the time of the migration, the aneurysm had enlarged to about 10 cm. The aortic neck still had a 90 degree angulation, perhaps unchanged since implant; this severe angle likely contributed to the junctional separation/migration of the aortic cuff. (See MFR #2953200-2010-00377 and MFR #2953200-2010-00378) a 28 mm diameter aneurx cuff and a 30 mm diameter talent cuff were successfully implanted at the proximal end of the original cuffs, and successfully resolved the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4). Required intervention. Results: endoleak, migration, ruptured aneurysm. Severely angulated aortic neck. Conclusion: severely angulated aortic neck.